Manufacturer narrative:
The gds was replaced to correct the issue, and it was returned for failure investigation, the reported issue was duplicated and found that a defective u1 on the flow sensor created the air flow accuracy test to fail and the error code 1203. The determination could be made that the device failed to meet specifications, and the device is used for treatment. The v60 ventilator was not in use, and there is a relationship of the device to an adverse event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
During failure investigation it was reported that the ventilator alarmed with low leak co2 rebreathing risk. The unit was not in use on patient when the problem was discovered.